Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the technical investigation of the returned product, the following was found: the housing and handle show signs of wear. The shaft is wavy. The distal tip, the vertebrae, the angle cover and the working channel is damaged by laser and the scope is leaking. No angulation up. No image output from the endoscope. The angel cover was cut open during the evaluation. The error described by the customer could be confirmed. This was caused by the laser in the working channel was activated and damaged the sensor. For this reason, a user misuse error is to be considered which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope stopped working mid case. The surgeon believes this is because of the incorrect deflection mechanism. The case had to be abandoned as they did not have a spare scope.